Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing during the load process and during basal delivery. The customer's blood glucose level was between 300-500 mg/dl with ketones and was treated with a manual injection. The contact stated that the air removal step was not being performed.